Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID: 3387s-40, (lot: va09evpv02); product type: 0200-lead; implant date: (B)(6) 2013, brand name activa; product ID: 37085-40, (serial: (B)(6)); product type: 0191-extension; implant date: (B)(6) 2011; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that impedances were off at monopolar contacts 0, 1, and 3 during preoperative testing for a routine replacement. The issue had been present for many years at some contacts. After replacement, the impedance was corrected at contact 1 but remained off at contacts 0 and 3. The patient did not use the monopolar contacts involved for stimulation. No surgical intervention occurred or was planned. No diagnostics or troubleshooting were performed. The issue was not resolved at the time of the report. No patient complications have been reported as a result of this event.